Event description:
During the thrombectomy of the left profunda and the fem-fem bypass, the balloon of the fogarty catheter caught on some plaque in the profunda and when retrieved the catheter, the balloon tip had come off the catheter, it was not inflated. Diagnosis or reason for use: embolectomy. We are waiting to hear back from edward life sciences for info on how to send catheter back to them for eval.